Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (400-500), and ketones at times. Reportedly, ketones were considered dangerous at times. The cause for the reported elevated bg levels is unknown. The customer stated pump settings have been being adjusted every week, however bg levels have not stabilized. The customer believes the pump is not working. Reportedly, the customer delivered boluses and administered manual injections to address elevated bg levels. System check with tandem technical support was performed and the pump was functioning as intended. Recommendation was made to discuss diabetes management with customer's health care professional. At the time of the report, customer's bg level was 235 mg/dl.